Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 300-400 mg/dl and an insulin injection was administered to address the bg level. As the customer was changing the supplies on the pump, insulin was not observed exiting the tubing during the fill tubing step. The customer was not sure if the old cartridge was installed back on the pump or if it was the new one. The customer used another cartridge and was able to successfully load it and resume insulin delivery.